Event description:
Country of complaint: (B)(6). During tightening of the first arcadius screw, the screwdriver fragmented in the flexible region. The fragments fell into the patient. It was difficult to locate and remove them.

Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2015. Manufacturing site investigation: evaluation on-going.